Event description:
The info provided to sjm indicated that a 6f angio-seal vip was selected for use following a catheterization procedure accessed via the right groin. Following the deployment, the pt experienced some discomfort at the puncture site. The pt was discharged. Three days later, the pt presented to the emergency department after vomiting during a sleep study, with a temperature of 102.7 fahrenheit. Cellulitis and pseudoaneurysm were ruled out. The pain at the puncture site ranged from excruciating to none. The pt was administered antibiotics in the ER and blood cultures were positive for staphylococcus aureus. The pt was transferred for a surgical consult, and possible removal of the device.